Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased carbon dioxide (co2) results generated from alinity c processing module for multiple patients. The results provided were: initial=14.0 mmol/l /repeated=23.0 mmol/l on (B)(6) 2026 sid (B)(6): 60yrs old male: initial=17 mmol/l /repeated=22 mmol/l laboratory reference range for co2=22 to 30 mmol/l there was no reported impact to patient management.